Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3889-28 lot# va1a7rj serial# implanted: (B)(6) 2016 explanted: (B)(6) 2016 product type lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported that he was trying interstim therapy for fecal incontinence, noting that his pelvic floor muscles were shut down. The therapeutic effect has been marginal since the trial began, noting that the symptom relief was right about 50%. Patient stated his pain had really ¿spiked up¿ and was beyond a 10. The pain was in his upper glute area and was deep inside. It had been this way since he tried to push himself out of bed. A wire had been trapped underneath his hand when he pushed his body up and he felt the wire ¿give¿ from inside his body. Patient stated it looks like the wire was pulled out some from his body. He was given oxycodone for the pain but he cannot take it because it makes him sick. The external nuerostimulator (ens) kept shutting off and going to 0 ma but it currently at 1.4ma. It was also reported that patient had a pre-existing urinary tract infection, corresponding pain from catheterization, voiding failure, and urgency symptoms. These issues were confirmed to have been present before the verify trial began. A few days later a healthcare provider (hcp) reported via a company representative (rep) that the patient was implanted with a tined lead for an advanced interstim test. Patient was uncooperative in terms of listening and staying awake during pre and post op instructions. Patient presented at multiple ers over the weekend describing back pain, bladder pain, leg pain, buttock pain, constipation and diarrhea, blood in urine. The cat scan and urinalysis showed no issue or injury. Patient presented for stage ii/removal hysterical and uncooperative. The patient was intubated and lead was removed. It was also reported that the patient presented to pre-op with his verify belt around one shoulder. His bandages were wet with urine and he was un-bathed and unkempt. The patient compliance was poor throughout testing process. The ens was disconnected pre-op and pain continued after it was turned off. Hcp reported to rep later in the day that the patient continued to scream in pain when he woke up post-surgery. The patient was admitted for further testing and possible 72 hour mental health hold. MRI was planned. The issue was not resolved at time of the report. The patient further reported that he was in the ER in extreme pain and tears. Patient lower extremities including bladder was in severe pain. The hcp in ER may have to surgically remove the device. Additional information received from hcp (B)(6) 2016 indicated that the lead was not pulled and nothing was worked for the patient. They removed the lead and all symptoms were still present.